Manufacturer narrative:
Concomitant medical products: cook fusion extraction balloon; unknown model. Investigation evaluation: the micro-label in the photo provided matches the lot number and product indicated in the report. The photos show approximately 2 cm of bare core wire on the distal end of the wire guide. The damage appears at the 15 cm marks. The wire guide appears to be kinked near the 9 cm and 13 cm markings. Our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The distal 13.5 cm has numerous kinks and some slight discoloration of the silver markings. At 14.0 cm to 15.7cm from the distal end, is a section of bare core wire. At 15.7 cm there is a 0.7 cm piece of coating that has frayed and is hanging off of the wire guide. The wire guide coating feels rough from 15.7cm to 19.0 cm and 150.0 cm to 161.0cm. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat® 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat® 2 calibrated tip wire guide. The wire was introduced to get access to the common bile duct. During exchange of a cook fusion extraction balloon, the wire coating stripped. The devices were removed [lost wire guide access] and the coating was removed intact. The procedure was completed successfully with a competitive wire. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.